Event description:
Case description: investigation results: novopen echo plus red - batch mvg6f02. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions was taken. The electronic register was checked. Several codes in the logs indicates that the pen has been used with a broken or blocked needle and that the memory display had showed error during use. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. During test the memory display mirrored the dialled units. The device was disassembled to examine internal parts and a microscopic examination was performed. No foreign matter was observed inside the dose selector module. The display shows "error" due to an unexpected reset of the pen memory function. This means that the injected dose is not visible in the display. When trying to set new dose the error message disappears. Though the error message may be reoccurring. Furthermore, the current and all previous registered doses are not available any longer. As it was not possible to transfer the data of the registered doses prior to the reset, the data was also missing in the recorded dose log displayed in the app. However, the issue has no impact on the mechanical function of the pen and therefore, no impact on dosage accuracy. The fault was due to an error at novo nordisk. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle was mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device. Novopen echo plus blue - batch mvg7g88. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions was taken. The electronic register was checked. Several codes in the logs indicates that the pen has been used with a broken or blocked needle. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. During test the memory display mirrored the dialed units. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle was mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device. Since last submission following has been added: - is non-reportable was updated - investigation result of novopen echo plus red and novopen echo plus blue was updated - EU/ca tab and device addendum with imdrf codes was updated for novopen echo plus red and novopen echo plus blue narrative was updated accordingly final manufacturer's comment: 16-jan-2024: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Upon preliminary examination, the pen mechanism was found to be function normal. However, the display shows "error" due to an unexpected reset of the pen memory function. The electronic register was checked. Several codes in the logs indicates that the pen has been used with a broken or blocked needle and that the memory display had showed error during use. Since the injected dose is not visible, patient may administer again, thinking that dose not administered. This can lead to extra dose administered and subsequent hypoglycaemia. The observed problem was caused by unintended use of the device. H3 continued: evaluation summary a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions was taken. The electronic register was checked. Several codes in the logs indicates that the pen has been used with a broken or blocked needle. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. During test the memory display mirrored the dialed units. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle was mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device.

Event description:
[Preferred term] (related symptoms if any separated by commas). Severe hypoglycemic episode [hypoglycaemia]. A lot of insulin has been delivered [device delivery system issue]. Recurrent hypos [hypoglycaemia]. Case description: this serious spontaneous case from the united kingdom was reported by a nurse as "severe hypoglycemic episode (hypoglycemic episode)" beginning on (B)(6) 2023, "a lot of insulin has been delivered (inaccurate delivery by device)" with an unspecified onset date, "recurrent hypos (hypoglycemia)" with an unspecified onset date, and concerned a 10 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid (insulin aspart) (dose, frequency & route used: unk subcutaneous, regimen# 2: 55 units, subcutaneous, regimen #3: unk, subcutaneous ongoing) from on (B)(6) 2022 and ongoing for "type 1 diabetes mellitus", levemir (insulin detemir) (dose, frequency & route used: unk subcutaneous, regimen# 2: 16 units, subcutaneous and regimen #3: unk, subcutaneous ongoing) from on (B)(6) 2022 and ongoing for "type 1 diabetes mellitus". Patient's height: 145 cm. Patient's weight: 33.6 kg. Patient's bmi: 15.980975. Current condition: type 1 diabetes mellitus (since on (B)(6) 2022). Treatment included - glucagon. On an unknown date patient was experiencing recurrent hypoglycemia. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 25. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 23. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 3. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 6. On (B)(6) 2023 patient's blood glucose (blood glucose)reading was 21. On (B)(6) 2023, due to device issue the novopen echo delivered inaccurate dosage and patient experienced severe hypoglycemia and was admitted in hospital. Glucagen was administered as treatment. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 30. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 27. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 20. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 26. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 9. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 11. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 21. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 5. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 9. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 11. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 13. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 11. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 4. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 7. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 15. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 21. On(B)(6) 2023 patient's blood glucose (blood glucose) reading was 65. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 18. The old pens were removed and new pens were issued on (B)(6) 2023. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 149. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 51. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 11. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 59. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 29. On (B)(6) 2023 patient's blood glucose (blood glucose) reading was 13. Batch numbers: novopen echo plus: mvg6f02, novopen echo plus: mvg7g88, novorapid: was requested, levemir: was requested. Action taken to novorapid was reported as dose decreased. Action taken to levemir was reported as dose decreased. On (B)(6) 2023, the outcome for the event "severe hypoglycemic episode(hypoglycemic episode)" was recovered. The outcome for the event "a lot of insulin has been delivered(inaccurate delivery by device)" was unknown. The outcome for the event "recurrent hypos(hypoglycemia)" was unknown. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".